Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she started using the insulin pump on (B)(6) 2018 and experienced high blood glucose of 402 mg/dl on (B)(6) 2018 at 4:45 am. Blood glucose level for the first two days is unknown. The customer stated she treated with manual injection. Blood glucose ranged from 120 to 359 mg/dl throughout the day. Customer¿s blood glucose at the time of the call was 194 mg/dl. Troubleshooting was performed. The insulin pump passed the high-pressure test and displacement test. The customer removed the infusion set and found the cannula was bent. The customer would change the infusion set. The product will not be returned for analysis. Additional concomitant medical products: frn-mmt-332a-reservoir; unomedical infusion set.